Event description:
This spontaneous case from united states was received on 17-jan-2018 from the patient. This case concerns a (B)(6) female patient who initiated treatment with synvisc one and after few hours had extreme pain and swelling, could not walk; after unknown latency could not bear weight. She also stated that the shot didn't work at all, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, at 15:00, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 7rsl021 and expiry date: unknown) in right knee for right knee osteoarthritis. About 6 or 7 hours later that night, she woke up with swelling and extreme pain. She could not walk. She went to the physician the next day. She could not bear weight on the knee and had to use crutches for three days. She had been able to bear weight and walk unassisted prior to this injection. There were no lab tests done and fluid was not drawn from the knee out of concern that gel might also be withdrawn. She denied fever. She knew there was something wrong with this shot and stated that it has not worked at all. Corrective treatment: used crutches for could not bear weight; naproxen, tramadol hydrochloride (tramadol), diclofenac sodium cream, ice for swelling and extreme pain; crutches for could not walk. Outcome: not recovered for could not bear weight, device malfunction, swelling, could not walk and extreme pain. Seriousness criteria: disability for device malfunction, could not walk and could not bear weight. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 22-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, could not walk, knee swelling and knee pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.